Event description:
It was reported that an occlusion alarm occurred. Reportedly, air bubbles were observed within the pump supplies. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to customer¿s blood glucose level.